Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2016, the patient¿s son called the patient and noted the patient¿s speech to be slurred. The son¿s wife then went to check on the patient and noticed that the patient would stare blankly with garbled speech. The patient was sent to the emergency department. An initial head CT was not significant, but by (B)(6) 2016 the head CT showed evolving ischemic injury in the deep left middle cerebral artery vascular territory in the superior left caudate head, genu of the left internal capsule and superior left putamen. The patient was treated with heparin and coumadin. The patient¿s symptoms minimally improved and at time of discharge, the patient still had difficulty speaking. The patient was discharged to a rehabilitation center with an inr of 1.7 and on aspirin 325 mg, persantine, coumadin and heparin infusion. On an unspecified date, the patient was discharged home. The patient was monitored by their son for a short period of time and then remained independent at home.

Manufacturer narrative:
The pump remains in use supporting the patient. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The account communicated that on (B)(6)2016 the patient showed evolving ischemic injury in the deep left mca vascular territory in the superior left caudate head, genu of the left internal capsule and superior left putamen. The patient was treated with heparin and coumadin during the event and discharged to a rehabilitation center on a heparin infusion, aspirin 325mg, persantine and coumadin. No alarms were reported for the event. The hmii lvas instructions for use lists stroke and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.